Event description:
Part of the cuff stayed inside the patient after the catheter was removed. Had to go back and remove the rest of the cuff. Unknown product code & lot number. No patient injury. Reported by surgery.